Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment and shaft break occurred. Vascular access was obtained via femoral access. The target lesion was located in the mid to distal right coronary artery (rca). After a 1.50 rotablator was advanced and initially burred the lesion, a 2.50 x 38 synergy ii stent was advanced through the proximal rca with the aid of a 6f non-bsc extension catheter in an 8f guide catheter but the device failed to cross. When the stent delivery system (sds) was pulled out, it was noted that the stent was not on the sds. The stent had come off and was inside the guide. Upon checking further, it was noted that the shaft was broken. The physician was able to retrieve the stent from the guide. No patient complications were reported.